Manufacturer narrative:
(B)(4). The device was returned and there was no issue noted. Thrombosis is a known observed and potential patient effect as listed in the absolute pro instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: during the bypass procedure the stent implant was removed from the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, but totally occluded right iliac artery. The patient had critical limb ischemia and toe gangrene. Pre-dilatation was performed prior to stenting. A 9.0/60 mm absolute pro stent was deployed for treatment and was confirmed to be fully apposed to the vessel wall using fluoroscopy. Immediate stent thrombosis occurred. The patient underwent iliac graft bypass for treatment. No additional information was provided.